Manufacturer narrative:
The device was returned for evaluation. The reported problem was confirmed. The safety balloon was found leaking. While the reported event was confirmed, the exact root cause of the balloon rupture could not be determined. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event.

Event description:
It was reported pruitt f3 carotid shunt white balloon leaked during carotid endarterectomy surgery. There were no injury reported to the patient.